Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on an unknown date. Device explant due ongoing gerd occurred on (B)(6) 2018. A fundoplication was performed at the time. Device was found in the correct position/geometry.

Manufacturer narrative:
(B)(4).

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced ongoing gerd leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6)2017. -device explant due ongoing gerd occurred on (B)(6)/2018. A fundoplication was performed at the time. -device was found in the correct position/geometry.